Event description:
The patient received her ipg on (B)(6) 2011. It was reported the patient received a low battery warning message on her programmer. The flag was cleared and the issue was resolved. Based on the patient's parameters, the low battery warning was due to passivation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.